Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a curved opening on the radius. A leak test and microscopic analysis was performed which identified a striated opening on the radius. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported unknown side "breakage on the removed te" and "there is a hole on it and saline is leaking from it". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side "breakage on the removed te" and "there is a hole on it and saline is leaking from it". The device has been explanted.